Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (not recognized by charger/unable to power monitor) was confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. Additionally, the j2 connector had bent pins, preventing the battery from being recognized by a charger. The root cause for the excessive current was unable to be positively identified. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective battery.

Event description:
A us distributor reported that a patient's battery pack was unable to power a monitor or be recognized by a charger.